Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia despite announcing meals for insulin delivery, later identifying a likely infusion site issue when blood was observed in the removed cannula and hyperglycemia improved after moving the site to a different abdominal location. Symptoms included lightheadedness. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included complaint handling, user interview, review of device performance and use history, and troubleshooting and education on appropriate use, including avoiding false meal announcements and addressing potential site absorption issues. Investigation of this case revealed use error related to false meal announcements and probable infusion site failure or impaired absorption associated with scar tissue and a bloody site. It was concluded that the device functioned as designed and that the event was attributable to user technique and infusion site complications rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.